Event description:
It was reported there was a stylus connector malfunction. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No fault found with the stylus connection. The arrow and stylus are off by .5 cm in the middle of the screen, but works correctly through the rest of the screen. The floppy drive was found noisy and the drive was reading disks intermittently.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.